Event description:
It was reported that just prior to introducing a 2.5x15 rx xience prime stent delivery system (sds) onto an unspecified guide wire to treat a lesion in the mid left anterior descending coronary artery, it was discovered that the distal tip of the rx xience prime sds was missing; it was then noted that the tip appeared to be adhered/stuck to the stylet and had detached during removal of the stylet. Reportedly, the stylet and sheath had been difficult to remove when unpacking . The device was not used in the procedure and there was no occurrence of a clinically significant delay. A new rx xience prime sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip separation was confirmed. Difficulty/resistance removing the protective sheath and stylet could not be tested due to the condition of the returned device. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.